Event description:
Information was received indicating that during testing the pump failed accuracy at +6.5%. No adverse patient effects were reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. No physical damaged was found with the device. No error was found in the device ehl (event history log). The customer stated problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The cause of the reported problem was due to inaccurate delivery. It was recommended as a corrective action that the expulsor assembly be replaced. The root cause of the reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.